Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 29-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional reported via a manufacturer representative that the patient was implanted on (B)(6) 2021. The patient had weak legs. An MRI verified that there was a hematoma. The entire system was explanted on (B)(6) 2021 to resolve the issue. The issue has been resolved, and the health care professional has not further information regarding the event.